Event description:
Info received indicates the valve was explanted due to stenosis. During device retrieval, hcp noted that all valve leaflets were calcified. The device was replaced with no immediate consequence to the pt. Hcp reported the pt expired 2-3 days following valve replacement. The pt death is not deemed to be device-related.